Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres (atm) for 5 seconds, the balloon ruptured. Subsequently, a 6.0mmx40mmx135cm (4f) sterling was advanced for dilation. The balloon also ruptured during first inflation at 14 atm for 5 seconds. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient is in good condition.